Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported they experienced a low blood glucose of 50 mg/dl on (B)(6) 2019. The customer did not mention how they treated. The customer did not mention any symptoms. The customer alleged the insulin pump had been over delivering since december. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The customer also reported another low event in december. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.